Event description:
Reportedly, when reporting to fysicon using xml files the pacing % in the pdf is different from the data that appears in fysicon reports. This is only for alizea in this hospital. Teo works fine. (They only implant teo and alizea.) Both alizea devices from this report are working fine, these are just examples received from the technician. So it is about the sw between tablet and fysicon. Hospital has reported this to fysicon, I do not know about teh status of this contact and/or actions from fysicon in the netherlands. More files available if needed. They do not fit in the space given for this complaint.